Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 400 mg/dl. The customer also reported that the insulin pump received insulin flow block alarm and was resolved by complete set change. The device will be returned for analysis.